Event description:
It was reported that device diagnostics resulted in high impedance. No patient manipulation or trauma occurred that is believed to have caused or contributed to the high impedance. It is unknown if the generator was programmed off after observing the high impedance. X-rays were performed and sent to manufacturer for review. The lead pin appeared to be fully inserted into the generator header. A lead fracture was observed close to the right tie-down where both wires appeared broken. Based on the images received the cause of the high impedance appears to be a lead fracture. Attempts to obtain additional relevant information have been unsuccessful to date. No surgical intervention has been performed to date.

Manufacturer narrative:
Device manufacturing records were reviewed.review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution.device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the patient cancelled the surgery and is no longer willing to do the procedure. It was reported that the physician lost contact with the patient.

Event description:
It was reported that the device was not programmed off after observing the high impedance. Surgery is planned, but has not occurred to date.